Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-00732. Concomitant medical products: articular surface 12 mm height item# 00595204012 lot# 65508119, tibial tray fixed bearing size 5 item# 00595404701 lot# 64146063, all poly petella standard cemented size 32 mm diameter 8.5 mm thickness item# 00597206532 lot# 65558274. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately two months post implantation due to arthrofibrosis which caused limited range of motion and stiffness. The surgery was completed without complication and all implants remain in place. Attempts to obtain additional information have been made; however, no more information is available.